Event description:
Based on additional info received on 23 september 2014 this case initially considered as non-serious was upgraded to serious as serious event (important medical event) of granulomatous inflammation of the synovium/chronically inflamed synovium was added. Narrative: synovitis. Info was received on 23 july 2002 in the form of a literature article entitled "granulomatous inflammation after hylan g-f 20 viscosupplementation of the knee" by a/ chen et al. The article referred to five pts who experienced synovitis and granulomatous changes after having received a series of three intra-articular hylan g-f 20 knee injections. Three women and two men, average age of 55 years, had a primary diagnosis of osteoarthritis. Two patients had previous symptom treatment (in the knee) in the form of corticosteroids, one pt had an internal fixation of a patellar fracture, and two pts had previous arthroscopic debridement from which their histologic examination of arthroscopic shavings revealed no abnormalities. Each pt experienced pain, swelling, and warmth 48 hours after having received viscosupplementation therapy. These symptoms gradually resolved 1-2 weeks after the last injection; however, in all cases, pain persisted after the other symptoms resolved. All pts were symptomatically treated with non-steroidal anti-inflammatory (nsaid) medications, although relief was reportedly minimal. Aspirations of four knees were performed on an unspecified date, which ruled out the possibility of infection. At a time frame between 2 and 6 months, two knees underwent arthroscopic debridement. At a time frame between 5 to 9 months, four knees underwent total knee arthroplasty. During the surgical procedures, histological examination was performed on intra-operative tissue, which revealed the presence of granulomatous inflammation. The authors suggested that the granulomatous inflammation may have been a response to the use of the viscosupplementation product. Qa eval results: product release data including intermediate product from both facilities did not indicate any abnormal trends that could be associated with a product complaint. Additional info was received on 22 september 2014 from the physician, which identified an additional pt (B)(4) not mentioned in the original report of 5 pts. In addition, follow-up info was received for 3 of the 5 pts mentioned in this report (B)(4). Additional info was received on 23 september 2014 via literature article: chen al, desai p, adler em, cesare ped. Granulomatous inflammation after hylan gf-20 viscosupplementation of the knee: a report of six cases. J bone joint surg. 2002 jul; 84-1 (7): 1142-7 regarding the event info and clinical course. On an unk date, the pt developed granulomatous inflammation of the synovium (previously reported as synovitis). It was reported that in two knees, the pain was unchanged compared to that prior to the injection and in four knees, the pain was worse than that prior to injection (subtherapeutic response). On an unk date, (one to two weeks, following final injection), the symptoms of pain in the knee, swelling in knee and warmth in knee resolved. On an unk date, soft tissue sections from each case revealed similar histological findings. The pts had chronically inflamed synovium and adipose tissue containing numerous areas of histiocytic and foreign body giant cell reaction surrounding acellular, amorphous, pink fluid like material was noted. Further reported, in the pts, the granulomatous inflammation appeared to be caused by the injected viscosupplementation material. Also reported, the positive staining with alcian blue (indicative of hyaluronate) strongly suggested that hylan gf-20 was the material within the granulomas. The results suggested that highly cross-linked, high molecular weight hyaluronate derivate was most likely responsible for the granulomatous inflammation. On an unk date, the synovial fluid analysis was done in which all four aspirations demonstrated a white blood cell count of less than 10,000/mm3 and fewer than five neutrophils per high - power field and cultures of the aspirated material were negative.

Manufacturer narrative:
Pharmacovigilance comment: sanofi co comment dated (B)(4) 2014: in this case, the causal role of the suspect drug synvisc cannot be excluded for the occurrence of the event of granulomatous inflammation of the synovium/chronically inflamed synovium; however, the lack of info regarding the underlying med history and the concomitant medications used by the pt precludes the complete case assessment. MFR's comment: corrective treatment: action taken: nsaids. See scanned page.